Manufacturer narrative:
Ge service rep performed an on site investigation. The power supply was replaced. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported the vertical lift column would not raise or lower. No pt injury was reported.